Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. Customer's blood glucose was 380 mg/dl. Multiple attempts were made to follow up on the reported issue; however, a response was not received.